Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump would not turn on. Customer reported that the contact of the battery cap was broken off. Customer was shipped a replacement battery cap. Blood glucose level was 116 mg/dl at the time of the call. No further information was provided.